Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose values ranging from the low 200s to a peak of approximately 263 mg/dl after a recent cartridge change, with the infusion site reported intact and no visible leaks, and the device target was adjusted from usual to lower during assisted troubleshooting. Symptoms included nausea, vomiting, dry mouth, lethargy, and increased urination. Outcomes included no health consequences or impact as defined by the case. Investigation included communication with the user, analysis of information provided by the user, and review of the event, with ketone testing performed showing negative to trace results. Investigation of this case revealed no findings available, insufficient information regarding a device problem or component involvement, and therefore no specific device malfunction was established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.